Event description:
It was reported that the tip of the large pointer was bent during testing or set up prior to a procedure using intellect cranial 1.1 software. The case was completed successfully using a backup device and without any delay. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the large pointer was bent during testing or set up prior to a procedure using intellect cranial 1.1 software. The case was completed successfully using a backup device and without any delay. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip. The device could be validated despite the bent tip as the software allows a tip deviation within 2 mm. Based on the information in the event description, the pointer could not be validated. It is possible that validation was not correctly performed or the pointer tip was originally bent more than 2mm, but bent back after sterilization and/or during transport. The device was repaired and put back into stryker stock.